Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary lps hinge insert xxsmall thickness 14 mm brocke at the level of the metal tibial stud (junction between the wide and narrower part). The patient had already been seen again for the same reason 1 year ago. A materiovigilance declaration was made by the customer in mai 2023 following this first lps insert breakage (B)(6). The distal femur lps in this patient dates from 2021 and there were 2 revisions for breakage of the hinge insert at the level of the metal stud. The thickness was xxsmall 14 mm for the 2 revisions. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the hinge post of lps univ tib hin ins xxsm 14mm fractured at the middle. Fracture involved both metal and poly material. Fracture observed on the metal material, indicates a low cycle and high stress fatigue; condition that lead to the fracture of the poly material. With the information provided is not possible to determine a potential cause at this moment; however, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device m22t42 number and no non-conformances or manufacturing irregularities were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lps univ tib hin ins xxsm 14mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device m22t42 number and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device m22t42 number and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d9 corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary lps hinge insert xxsmall thickness 14 mm brocke at the level of the metal tibial stud (junction between the wide and narrower part). The patient had already been seen again for the same reason 1 year ago. A materiovigilance declaration was made by the customer in (B)(6) 2023 following this first lps insert breakage see pc-(B)(4). The distal femur lps in this patient dates from 2021 and there were 2 revisions for breakage of the hinge insert at the level of the metal stud. The thickness was xxsmall 14 mm for the 2 revisions. The product was not returned to medtech orthopaedics; however photos were provided for review. The photo/x-ray investigation revealed the post of the lps univ tib hin ins xxsm 14mm fractured, leading the hinge to move from its initial position towards the back of the knee, as shown on the x-rays. With evidence provided a potential cause cannot be established. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the lps univ tib hin ins xxsm 14mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device m22t42 number and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device m22t42 number and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was a partial change of left total knee replacement lps in (B)(6) 2023 for hinge keel breakage. Recurrence of the fracture of the keel of the hinge a priori since (B)(6) 2024. Surgery revision for iterative change of the part on (B)(6) 2024 with risks related to multiple surgeries. Excess stress on the hinge: change for a femoral housing of a size consistent with tibia.

Event description:
Lps hinge insert xxsmall thickness 14 mm broke at the level of the metal tibial stud (junction between the wide and narrower part). The patient had already been seen again for the same reason 1 year ago. Additional event information: this resulted in functional impotence for the patient with pain and a high risk of metallosis because of direct metal/metal contact (tibia and femur) due to the insert no longer connecting the femur to the tibia and ending up behind the femur. The broken metal stud was still in the tibial base. The patient therefore had to be admitted to the operating room to change insert and lps distal femur.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.